Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that patient complications occurred. A 1.50mm rotapro was selected for treatment of a calcific lesion. When the device was removed, it was noted that the drip line and shaft was full of blood and the advancer and burr connection was loose. Per the physician, the saline drip not having enough pressure and inadvertent contact with the side of the rotapro device could have caused these issues. The procedure was completed and the patient was transferred to the holding area. The patient began to experience chest pain requiring reintervention. The physician discovered acute stent thrombosis, possibly from a piece of disrupted calcium that was not covered with a stent. The patient was reperfused and an additional stent was placed. The patient was then transferred and admitted to another hospital and is expected to make a full recovery.